Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for cervical/neck. It was reported that the patient had trouble with the ins that was implanted in her neck. It stopped working on the right side of her neck. It was noted that this was a sudden change in therapy/symptoms. She went to a healthcare professional (hcp) in (B)(6) 2016 to see if they could reprogram it. A manufacturer representative came out and tried reprogramming. The patient reported that they turned more cables on and it was still not working in the top part of her neck. It was very seldom that the patient got it to work on the right side of her neck. The patient did not know if it was the ins causing that or if over time the cables actually moved. The patient mentioned that she had degenerative disc disease. Her ins took cause of nerve and muscle pain but it was not implanted for bone pain. It was noted that the patient had bone pain that she went to the hcp for because the patient had a disc in her neck that was flat. It was also noted that the ins was at eri (elective replacement indicator). The patient was due for an ins replacement. She was going (B)(6) 2016 to set up her surgery as she wanted to have it replaced as soon as possible because it was said that it would be a bad winter. The patient asked if the cables in her spinal cord could be moved. There was no dissatisfaction or allegation with ins longevity. Additional information received from the manufacturer representative (rep) reported the patient noticed eri on the recharger but couldn¿t get past the message to get to the proper charging screen. The patient didn¿t bring the recharger with them to the appointment so they couldn¿t troubleshoot due to the lack of access to the product. It was noted that the eri notification seemed correct relative to the implant date and there was no allegation/dissatisfaction with the device longevity. However, there was an allegation that the patient was stuck on the eri screen on the recharger. Additional information received from the patient indicated that their replacement surgery was set for (B)(6). The patient¿s leads got moved by having back manipulative treatments. The patient¿s doctor and the patient had a lengthy discussion and decided not to move them in fear of losing what it already covered. It was noted that the replacement battery may increase more. The patient¿s programming person turned on the rest of the fields in hopes of covering wider areas. Because the patient¿s battery life was coming due, it may work better after replacement. Additional information was received from a rep. The rep was not aware of a sudden loss of stimulation on the right side of the patient¿s neck in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.